Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possibly being exposed to steam. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.